Event description:
It was reported from the distributor that this lead was explanted and replaced due to high impedance (greater than 3000 ohms) and noise.

Manufacturer narrative:
Upon receipt the lead was found cut 23.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. An approximately 3.5 cm long medial fragment was not returned. The performance of the returned fragments was scrutinized including a visual analysis. The visual inspection revealed several abrasion marks were found along the lead body. In particular 7 cm distal to the df-1 connector pin abrasions were detected on the segment leading to the svc shock coil. However the insulation was not abraded through and this damage is not assumed to be the root cause for the out of range pacing impedance. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported out of range pacing impedance. The inner conductor coil was found deformed immediately distal to the is-1 connector pin. Further investigations indicated that these damages were caused by over-rotation of the inner coil during retraction of the fixation helix. Damages like the deformed svc shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.